Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. One device was implanted on (B)(6) 2006. The complaint via the attorney was that the pt suffered an unspecified injury. It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.

Manufacturer narrative:
The product lot number 0607013 does not correspond top any xenform device lot number. Therefore, a review of the device history record could not be performed. No mfg date or expiration date could be identified.